Event description:
It was reported that the unit was not switching from battery a to b. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.